Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was at the hospital. His blood glucose level dropped to 16 mg/dl while on the insulin pump and had a mini stroke. The device was not returned.